Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Manufacturer narrative:
This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system declared a signal artifact monitor (sam) episode, as the respiratory rate trend (rrt) signal was oversensed on the right atrial (ra) lead. The patient's ra lead is non-boston scientific product. In addition, a lead safety switch (lss) was declared due to high out-of-range (oor) pacing impedances on the ra lead, measuring greater than 2000 ohms. Boston scientific technical services (ts) discussed troubleshooting options. This crt-p remains in service. No adverse patient effects were reported.